Manufacturer narrative:
Date received by manufacturer: 17sep2019. The manufacturer¿s field service engineer (fse) remotely confirmed the unit was configured per the (s/t) self test. The customer described the lung as 'bouncing,' the blower sounded strange, and as if it was pulsing. The fse remotely monitored blower speed in pneumatics screen; 32 -33k rpm at 10 cmh2o with open patient outlet. The blower sounded normal, no cycling tone as in s/t test. The fse recommended the customer performed a pressure and air delivery test per service manual. The fse remotely recommended to swap the motor controller printed circuit board (mc pcb). In addition, the fse advised the mc mcb or blower are the primary suspects. The customer reports the pressure and flow accuracy tests results were within tolerance. The customer confirms replacing the mc pcb, but that did not resolve the problem. The customer confirms the (gds) gas delivery system did correct the problem. The customer concluded the verification test, and returned the unit service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit is behaving erratically. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.